Event description:
During baxter's eval, a spectrum pump under0infused approx 10% during flow rate testing. There was no pt invovlement.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.